Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital privacy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01807.

Event description:
It was reported that the patient underwent a hip revision due to dislocation. Subsequently, the patient fell again a few weeks later resulting in another revision due to dislocation and intraprosthetic dislocation of 28mm femoral head of the ringloc bipolar liner shell. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI#concomitant medical products reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Although the patient fell, the relationship between the fall and dislocation is unclear. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.